Event description:
During a declotting procedure, physician placed micromewi over platinum .018" guidewire (meditech). Physician had difficulty advancing the catheter past the aortic bifurcation; was too difficult to push. Micromewi was removed and 4f angio catheter was inserted. Guidewire was removed; replaced with .035" stiff shaft guidewire. Removed 4fr angio catheter and replaced with rf cragg-mcnamara valved infusion catheter. Under fluoroscopy, physician noticed four (4) marker bands in leg. Discarded micromewi was recovered and measured. It was found to be 19cm short; the difference determined to be in patient. Drugs delivered through 4fr catheter to complete treatment. On 11/7/98, physician spent 2 hours trying to retrieve tip(s) and was unsuccessful. Patient was scheduled to have tip(s) surgically removed on 11/9/98, but family requested patient transfer to other facility. Physician stated that patient may lose foot. Foot had already been compromised, but that catheter issue may have contributed to possible amputation. Efforts to update determine patient condition continue.